Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: was the surgeon using buttressing material when he/she experienced this issue? If so, what brand? Yes, the surgeon was using our staple line reinforcement (which has been using it for the past few months). Additional information was obtained: surgeon has been using slr since beginning of august to end of december. A fellow surgeon was firing the stapler. Towards the top of stomach, 2nd to last firing, the tissue started to move outward. Pulse firing technique was being used. Midway through the firing he stopped and asked if tube was still in patient. A gold reload was used to complete the sleeve. The surgeon thought the tissue may not have been on even plane. The movement started at the beginning of firing sequence. Questions: cartridge selection- one gold and then blue the rest of way. Waits 15 seconds, pulse fires with anvil up. The account opens 4 slr¿s up front. Some repositioning of device takes place before firing. Case lasts approx. 1 hour. No over-stuffing of jaws. Articulation around 15-20 degrees. Does not wet buttress before firing. Rinse device in kidney basin and removes crotch staples if noticed. Crossing of staple lines varies- 15-25 degrees. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy towards the last firing of the device at the top of the stomach the tissue was pushed outwards, and this caused the staples to be malformed. The surgeon surmised that the tissue was thick and may have been folded over. The procedure was completed with a second reload with no patient consequences.